Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not deliver. The device ws returned to the biomedical department with a note that stated, dried blood inside, beeping, stated malfunctioning, restarted machine, just stopped infusing and beeping started. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.